Manufacturer narrative:
Citation: cagnazzo, f., le bars, e., risi, g., lonjon, n., van dokkum, l.e.h., corti, l., costalot, v., ducros, a.. Early brain MRI changes following transvenous embolization of cerebrospinal fluid-venous fistulas in spontaneous intracranial hypotension. Journal of neurointerventional surgery 2025. Doi:10.1136/jnis-2024-022957 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Age and sex are reflective of the mean data of patients in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding early brain MRI changes following transvenous embolization of cerebrospinal fluid-venous fistulas in spontaneous intracranial hypotension. The following medtronic devices were used: rist catheter, onyx 18 among all patient adverse events / device product performance issues includes: asymptomatic onyx migration into the azygos system was observed in two patients. No further information was provided pertaining to medtronic products.

Event description:
Additional information received reported that the adverse events described were not directly related to onyx, in the author's opinion. Most were associated with the anatomical context in which the embolization was performed. Specifically: transient local pain was observed, which they attributed to occlusion of veins close to the nerve roots ¿ not to onyx itself. And a few patients experienced a rebound in intracranial hypertension, which is not linked to the embolic material but rather to the physiological response following successful occlusion of the leak site ¿ a known part of the natural evolution after closing a csf-venous fistula. In a small number of cases, they observed epidural venous plexus perforations. These were entirely asymptomatic and clearly unrelated to onyx. There were likely two cases of minor onyx migration into the azygos system. Even if one were to consider these as potentially product-related, they were clinically irrelevant and did not lead to any complications. Overall, the author stated that the only adverse event that might be considered related to onyx was the minimal migration into the azygos system, although this appears more related to technical aspects and anatomy rather than to the product itself. Moreover, it had no clinical consequence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.